Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0215376223, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient had a successful outcome with the advanced trial with the permanent lead placed and external extension. The patient felt stimulation on all programs under 2 amps. It was noted that the patient had the stage 2 surgery. The patient provided that they felt stimulation at 1.5 amps post-surgery in recovery on program c1. After leaving recovery, she could no longer feel any stimulation. It was indicated that they returned to the healthcare provider (hcp) on (B)(6) 2018 for review. The impedance levels were all over 4000. The patient returned to ot that day where the lead was removed and a new lead was inserted. Viewing the lead in the ins prior to removed, the "blue indicator bands" did not align with the "viewing areas" on the ins despite the tip of the lead being fully inserted. The rep noted that the lead did not lose functionality until after the removal of the external extension. They were wondering if one of the screws securing the extension was not backed out sufficiently if this could have damaged the lead as it was removed from the extension. The issue was resolved at the time of the report. There were no further complications reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the implantable neurostimulator (ins) was reimplanted in the patient and that only the lead was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.